Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.008.004, synthes lot number: 8351182, manufacturing site: hägendorf, release to warehouse date: 10 may 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Summary: upon visual inspection, there is no evidence that this device contributed to the complaint condition which hitting the nail. A manufacturing investigation of the returned insert-handle and aim-arm of this complaint was performed and it was detected, that these articles are fully functional as intended. Therefore no additional investigation will be performed on this threaded alignment pin.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 during a removal of a broken nail and revision fusion left tibio-talo-calcaneal fusion with bone graft, that a patient on follow up of previous procedure found to have broken previously implanted tornier / wright medical 611 nail (12mm x 180mm). Breakage above the proximal calcaneal screw. Revision booked, with consultant requesting dps nail removal, ria and han, as well as wright 611 removal set. Broken nail extracted, with difficulty removing proximal end of the broken nail. Window in patient tibia created in order to assist with removal. Surgeon selected han 13mm x 240mm left nail, which was checked, prior to being assembled onto aiming device. Alignment test complete prior to nail insertion in line with the surgical technique with no faults noted. On insertion of the nail, the surgeon again verified nail in correct alignment via intra op x-ray and confirmed nail to be locked into position. Surgeon elected to use two distal locking screws through nail as indicated, however on placing protection sleeve in most distal locking screw position, and drilling, found the drill to be hitting the nail, rather than targeting the screw hole. Decision made by the surgeon to recheck tightness of aiming device, and target the second most distal hole instead, with no issue found. Upon attempting to lock all remaining screw options, found again the drill to aiming at the nail, rather than screw holes. Decision made to use the freehand technique to place remaining locking screws. 45 minutes delay in the surgery. The patient is well. This complaint involves six (6) devices. This is 4 of 6 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.